Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
In postop visit patients xray showed unthreaded humeral metaphysis from humeral stem. Patient had revision reverse tsa for failed implants on (B)(6) 2017. The metaphysis was found to have partially become unthreaded from humeral stem and break off at the junction in the threaded part where the teflon plug goes through.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.